Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 days after the dental implant was installed in the patient&#62688;mouth it was verified its non osseointegration. 10 ncm of primary stability was achieved and immediate load was not performed.